Event description:
During the procedure, computer application issues resulted in the procedure being cancelled. It was noted that the volt pfa catheter was unable to turn green. Troubleshooting included reconnecting, rebooting, replacing the cable, replacing the catheter, and replacing the current generator, but the issue persisted. When the cable from the current generator to the amplifier was disconnected, it was observed that it turned green but then went back to orange. The cable was also replaced, but the issue persisted. The replacement generator was also tried, but the issue persisted. The procedure was cancelled. The procedure will be rescheduled for the patient.